Manufacturer narrative:
Inspection of media provided by the site showed the tip of the guidewire monorail torn and the distal section of the tip detached.

Event description:
"It was reported that tip detachment occurred. The patient presented for a celiac angiogram. An opticross imaging catheter was advanced for ultrasound examination of the non-calcified target lesion. When the device was being removed from the celiac artery, the distal tip of the catheter, including the radiopaque marker band, detached and was left behind in the patient. Nothing resolved the issue and the procedure was cancelled. The patient was scheduled for a computed tomography examination to determine the location of the foreign body.

Event description:
"It was reported that tip detachment occurred. The patient presented for a celiac angiogram. An opticross imaging catheter was advanced for ultrasound examination of the non-calcified target lesion. When the device was being removed from the celiac artery, the distal tip of the catheter, including the radiopaque marker band, detached and was left behind in the patient. Nothing resolved the issue and the procedure was cancelled. The patient was scheduled for a computed tomography examination to determine the location of the foreign body.